Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range left ventricular (lv) lead pace impedances greater than 2,000 ohms. The lead impedances and thresholds were checked in all four configurations and there were high thresholds and impedances noted in two of the configurations. It was suspected that the impedances were related to the patient's tissue. It was reported that the device was successfully reprogrammed to ring to coil and impedances were 1,500 ohms and the thresholds were 1.3 volts. No adverse patient effects were reported. Several years later this product was explanted and replaced for normal battery depletion (nbd). This product has been returned for laboratory analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.